Manufacturer narrative:
(B)(4). Evaluation codes were provided. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue coincident with peritoneal dialysis therapy, resulting in peritonitis. The cause of the peritonitis event was reported to be the patient line disconnected from the transfer set due to patient running over the line with his power chair. The patient was not hospitalized for the event. The patient was treated with vancomycin 2g the first day and 1g daily thereafter (route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on vancomycin and is recovering. No additional information is available.